Manufacturer narrative:
(B)(4). No defect found with the returned meter. Defect found with returned strips. R&d investigation determined that the customer's returned strips may have been exposed to a high humidity environment, as they product readings lower than accepted range.

Event description:
Customer complains of high results. Upon qc evaluation it was found that the returned strips produced low readings.